Event description:
It was reported that episodes of non-sustained right ventricular oversensing (nsrvo) due to post-paced t-wave oversensing (pptwos) were detected on a most recent scheduled transmission. Unknown if any programming changes were made to address the pptwos. No patient symptoms were reported.